Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with syncope on (B)(6) 2019. The patient was noted to have perforation and effusion from the right ventricular lead that was drained on (B)(6) 2018. The patient subsequently went in (B)(6) with tamponade and had another pericardiocentesis on (B)(6) 2018. The medications were changed. The patient occasionally experienced dizziness and shortness of breath and the lead was reprogrammed on (B)(6) 2019 due to large r waves. The patient was stable.